Manufacturer narrative:
Visual examination of the returned products identified that the shims exhibited signs of repeated use and the ball bearings and springs had disassembled. DHR was reviewed and no discrepancies relevant to the reported event were found. The issue of the persona shim ball bearings disassembling was previously investigated. Investigation into this issue identified that the ball bearings could disassemble during cleaning. A design update was made. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03385.

Event description:
It was reported that a knee instrument was missing components. No patient involvement. There is no additional information at this time.